Manufacturer narrative:
Device evaluation:analysis of the returned device identified; underweight, broken shell, black particles in the shell and gel. A visual and microscopic analysis was performed which identified; sharp pattern on posterior, crease flat and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture of left implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of left implant. The device has been explanted.